Event description:
Hamilton medical ag received the following incident description: in tests, wrong positive alarm "disconnection on ventilator side".

Manufacturer narrative:
Device alarms with disconnection on ventilator side due to defective inspiratory valve. Inspiratory valve was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Device alarms with disconnection on ventilator side due to defective inspiratory valve. Inspiratory valve was replaced.

Event description:
Hamilton medical ag received the following incident description: in tests,wrong positive alarm "disconnection on ventilator side"